Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and showed a longitudinal fissure on the blue air vent. Under water leak testing and gravity testing revealed a leak through the fissure. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.